Event description:
It was reported that a balloon puncture occurred. The subocclusive, calcified lesion was located in the right coronary artery. A 4.00mm x 15mm wolverine coronary cutting balloon monorail was selected for use. During preparation, upon opening the device, it was noted that the balloon was punctured. There were no patient complcaitions.